Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned persona femoral ps impactor pad confirmed that the part had fractured and all pieces were returned. Visual inspection also found the instrument was gouged and dented on several surfaces, which suggests multiple uses. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon impacted the femoral implant onto the patient, at which point the corner of the impactor pad fractured. No adverse event was reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.